Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to less than 70 mg/dl. The patient had fell down and had a seizure. The patient injured their head. For treatment, the patient was given fluids, insulin, magnesium and diagnostic tests. The pod was worn on the abdomen. The patient was discharged after 6 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, fall, head injury, seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.